Event description:
It was reported that this product was part of a system revision 12 hours post implant due to infection. This device was explanted. There were no additional adverse effects reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Investigation conclusion: the device has not been returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.